Manufacturer narrative:
Additional device implanted and involved in this event: pxc121000/(B)(4). (B)(4). Concomitant medical products: the patient¿s medications include; aspirin, gemfibrozil, metformin, morphine, oxycodone and simvastatin. A review of the manufacturing and sterilization records for the devices verified that the lots met all pre-release specifications. The root cause of the infection could not be determined with the information provided.

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm with two gore® excluder® aaa endoprostheses. All devices were reportedly positioned and deployed without issue. Final angiography showed exclusion of the aneurysm and the patient tolerated the procedure. On (B)(6) 2016, a follow-up computed tomography (CT) scan identified air in the aneurysmal sac behind the endoprostheses with evidence of device infection. It was reported that the patient had a history of infection, however, it is unknown if there was a pre-existing infection in the field of treatment. The cause of the infection is reported to be unknown. On (B)(6) 2016, an open procedure was performed whereby the two gore® excluder® devices were explanted, and surgical repair of the aorta was attempted. It was reported the patient expired during the procedure. Reportedly, it is unknown if an autopsy has been performed, however, the physician stated the cause of death was due to multiple system failure from complications associated with the open surgical repair.